Event description:
It was reported that there was a perforation. A greenfield filter was implanted on (B)(6) 2002. On (B)(6) 2019 CT imaging showed that a perforation had occurred. No further patient complications were reported.